Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the pacing lead impedance (pli) had decreased and there was a loss of capture noted on the left ventricular (lv) lead. It was suspected that the lead had dislodged during a prior unrelated procedure. The lead was capped and the system downgraded to a bi-ventricular system. The patient was stable with no consequences.